Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical attention due to hypoglycemia. The patient's blood glucose (bg) levels dropped to around 30 mg/dl while wearing the pod. Patient's spouse reported patient seemed confused and an ambulance was called. The patient was treated with glucose gel by emergency medical technician (emt); patient also ate 3 sandwiches and drank milk; emt's stayed until patient's bg levels rose to 78 mg/dl.